Event description:
It was reported that a pta balloon possibly ruptured (atm unknown). Evaluation of returned sample revealed that the balloon could not be retracted through the introducer sheath. There was no report of injury to the pt.

Manufacturer narrative:
The lot number was provided. The device history records (DHR) were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint received to date for this lot number. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.